Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to controller pcb issue. A field service engineer replaced the drawer controller pcb and module controller pcb to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the device was not detected on the communication bus. The user was able to get the medication from the pharmacy and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.